Event description:
This lead was explanted due to high thresholds. After extracting the lead, the pt had an issue which resulted in the physician performing a pericardial synthesis. The pt expired on the table. This lead was discarded by the hospital. Should add'l info become available, this file will be updated.